Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this programmer smelt smoke at power up. It was found out that the printed circuit board (pcb) was shorted/burnt, leaving traces that was hard to fix. Insulator and pcb were replaced. Programmer passed all other incoming tests.

Event description:
Boston scientific received information that this programmer had started smoking. Field representative returned the unit back to laboratory for analysis. No adverse patient effects were reported.